Event description:
Our rep is reporting to us that during an arthroscopic knee procedure the surgeon observed that while using the rigidfix cross pin kit for fixation, the trocar and guide sleeves became galled together. He also noted that metal filings were being generated and falling into the pt's joint space. It is not known if all the debris was removed or not. The procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.